Manufacturer narrative:
The used/damaged probe is not expected for evaluation as the customer advised it will not be returned. Without the actual product, an evaluation could not be performed and the root cause of the alleged problem was unable to be determined. Two photographs were provided by the customer. The quality engineer reported the photos are somewhat blurry. Additionally, the active tip appears as though it may have come in contact with another metal object during use. This type of damage may occur due to accidental contact with the arthroscope and continuing to activate the probe. This causes the active tip power to arc or short out to the arthroscope and/or cannula that may be in close proximity to the active probe tip resulting in slight damage to the ceramic insulator. It is difficult to see if any actual ceramic material is missing. It is possible the ceramic housing melted creating a void that was viewed as a missing fragment. A review of the device history record (DHR) found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported "ceramic tip breakage". Of the lot containing (B)(4)units, there have been no other similar complaints received. There have been six (6) adverse event reports for this device family for this failure mode per a two year review of complaint data. (B)(4). This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There have been no patient long term adverse effects related to this failure mode. An investigation was initiated in response to this reported event. To reduce the risk of probe tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: -it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. -examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The user facility reported during an anterior cruciate ligament (acl) reconstruction on (B)(6) 2016, the tip of the arthroscopic energy 90 degree probe was buried in the acl 'stump' at the point of insertion on the femur. The surgeon did not use a cannula to enter the joint. The tip was ablating for approximately 10-seconds while buried in soft tissue. When the tip was lifted from the bone surface behind the soft tissue a fragment of ceramic was observed to be missing from under the electrode's metal face. The ceramic fragment was not looked for or seen for the remainder of the case. The fragment was assumed to be melted or had fallen off and was evacuated from the joint via the probe suction portal. As reported, there was no evidence of a higher than normal intra-articular temperature, excessive pressure on the tip of the wand or contact with any other object. The probe performed as expected with no surgical delay or patient injury reported.